Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. The issue appears to be related to circumstances during the procedure. Perforation is a potential hazard described in the instructions for use (IFU) and is not generally associated with a guide wire quality issue. A perforation would typically be related to circumstances in the procedure such as anatomy, morphology and technique. Moving the guide wire against resistance would be required to perforate and the IFU warns not to move the guide wire against resistance. Because there is no indication of a quality issue associated with the perforation, no root cause could be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: cardiac tamponade requiring medical intervention. Device issue: none. It was reported that after advancing the pilot 50 toward the cx periphery, another coronary's stent was deployed directly at the lesion. There was a bit of oozing confirmed at the periphery of the cx, but as it was not so serious, the procedure was completed and the patient was sent to coronary care unit (ccu). After the procedure, as the patient's condition got bad again, a coronary angiogram (cag) was performed. Cardiac tamponade (becuase of the perforation at the cx periphery) was confirmed and treated with pericardiocentesis and the patient recovered. The cag was performed the next day also, but there wasn't any problem. No additional event or patient information is available.